Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed the device was received with many clearly visible signs of wear and tear, like scratches and slight dents, all over the instrument. A visual inspection revealed that the surface which is attached to the insertion handle is curved. This has the effect that the aiming arm cannot be attached to the inspection gauge anymore for inspection and did apparently cause the complained malfunction. We are not able to determine the cause of this deformation. The device was manufactured in the year 2005 and was obviously used in many procedures without any complications. Therefore, it is possible the occurrence was caused post-manufacturing by inappropriate handling. Based on the condition of the returned device and manufacturing evaluation, the complaint is deemed indeterminate from a manufacturing position. Product development event evaluation revealed that tolerance analysis of the tibia nail system indicates that when parts are within design tolerance the system will target properly within 3-sigma standards. Functional evaluation revealed that system was shown to target distally through all targeted holes. The returned devices showed signs of wear but not abuse. Aiming arm may be damaged without visible indications. Part has functioned adequately through multiple previous uses. Therefore, part was designed and manufactured to adequate performance specifications and has since become altered in the field. Incidence of the hazard is within documented acceptable limits. Placeholder.

Event description:
It was reported that during a procedure for a tibia fracture, the locking screw would not align properly with the aiming arm and the tibial nail. The surgeon had to free hand the locking screws to complete the procedure successfully. This is report 1 of 3 reports for the same event.